Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended, resulting in blood glucose level of 246 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. Customer declined troubleshooting with tandem technical support to resolve the issue.